Event description:
The complaint is reported as: after passage of the catheter, an x-ray was taken to confirm the location of the catheter, and it was evident that there was residue of the guidewire in the patient's left femoral vein. Due to what happened, an endovascular procedure will be necessary to remove the foreign body. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a damaged spring wire guide was able to be confirmed by the photo. Visual examination of the photo revealed the guidewire was inserted through the introducer needle. Based on the photo, it was not able to be determined whether the spring wire guide was separated or unraveled. A complete visual inspection could not be performed as no sample was returned for analysis. The customer reported three potential lot numbers. A device history record review was performed based on the most recent lot number ordered by this customer prior to the event date. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a damaged spring wire guide was confirmed by visual inspection of the customer supplied photo. Visual examination of the photo revealed the guidewire was inserted through the introducer needle provided in the reported kit. Based on the photo, it was not able to be determined whether the spring wire guide was separated or unraveled. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: after passage of the catheter, an x-ray was taken to confirm the location of the catheter, and it was evident that there was residue of the guidewire in the patient's left femoral vein. Due to what happened, an endovascular procedure will be necessary to remove the foreign body. The patient's condition was reported to be fine.